Event description:
Snake retractor was placed intra-abdominal during laparoscopic nissen procedure. As surgeon cranked up instrument, retractor became loose and malfunctioned. X-ray completed to confirm no foreign body in patient.